Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During dilation, it was noted that the balloon ruptured in the lesion area below nominal pressure. The device was simply pulled out of the patient's body and the procedure was completed with a different device. No complications reported and the patient's condition post procedure was good.